Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately (B)(6) 2025, the patient reported that she was vomiting and contacted her doctor for advice. The patient¿s doctor advised the patient remove her sensor and omnipod insulin pump as they were ¿not working properly¿ due to a cgm inaccuracy. However, no specific cgm or bg meter comparison values were reported. The patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). She was treated with IV fluids and had blood work done. The patient was discharged home after 5 days. The patient was ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.